Event description:
There was an allegation of a questionable glucose result with the accu-chek inform ii test strips from the accu-chek inform ii meter + rf for one patient. The result from the meter at 5:32 p.m. Was 467 mg/dl. The customer questioned this result. The result from another accuchek inform ii meter at 5:36 p.m. Was 273 mg/dl. This result was deemed correct.

Manufacturer narrative:
The serial number of the accu-chek inform ii meter + rf is (B)(6). The customer stated that controls were acceptable within 24 hours of the event and that there was no damage or contamination in the strip guide area. The product has been requested for investigation but has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
No product is expected to be returned related to this case. No information was provided in the complaint case that would point to a cause for the result discrepancy. Since no product was received in order to carry out a substantial investigation, the investigation determined that there is no product issue found.